Manufacturer narrative:
(B)(4). Type of investigation: (B)(4) - lens work order search: one similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -13.5/1.0/060 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The surgeon reports excessive vaulting and narrow angles. Lens remains implanted. The cause of the event was reported as the device.